Manufacturer narrative:
(B)(4). The customer returned one, 4-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the catheter body and sutures were present on the box clamp. Following functional testing where a leak was observed between the 23 and 24cm mark on the catheter body. Microscopic examination confirmed a hole was present in this location. The appearance of the damage is consistent with damage resulting from contact with a sharp instrument (i.e scalpel, scissors, etc). No other defects or anomalies were observed. The hole on the catheter body measured 236mm from the juncture hub. The catheter body total length measured 321mm, which is within the specification limits of 307mm-327mm per the catheter product drawing. The catheter body outer diameter measured 2.89mm, which is within the specification limits of 2.87mm-2.97mm per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to all four extension lines. When flushing the medial (grey) line, fluid was observed leaking from the hole on the catheter body. No leaks were observed when flushing the remaining three extension lines as the fluid exited the distal tip or corresponding skive holes as intended. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report that the catheter body was cut/torn was confirmed through complaint investigation of the returned sample. Visual analysis revealed a hole was distal to the 15cm of the catheter body. The appearance of the damage is consistent with damage resulting from contact with a sharp instrument (i.e scalpel, scissors, etc). The catheter met all relevant dimensional and functional requirements. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "this morning at 10:00, a nurse noticed moisture around the central venous catheter (cvc) dressing. Investigation revealed a catheter defect (cut/tear), which was reported to senior physician dr." Further information provided states "the catheter had a longitudinal perforation. This only became apparent after implantation during therapy." A new catheter was inserted. An xray was used for reinsertion. There was no problems with the cvc placement, patient had typical course afterwards.

Event description:
It was reported that "this morning at 10:00, a nurse noticed moisture around the central venous catheter (cvc) dressing. Investigation revealed a catheter defect (cut/tear), which was reported to senior physician dr." Further information provided states "the catheter had a longitudinal perforation. This only became apparent after implantation during therapy." A new catheter was inserted. An xray was used for reinsertion. There was no problems with the cvc placement, patient had typical course afterwards.

Manufacturer narrative:
(B)(4).